Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have eye irritation and sputum. The patient was receiving medical treatment from a pulmonologist and general practioner in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have eye irritation and sputum. The patient was receiving medical treatment from a pulmonologist and general practioner in response to the reported event. Code for eye irritation and sputum were not provided in the previous report, which are updated in this report. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing.